Manufacturer narrative:
Corrected information h10: the device was received for evaluation. Functional testing was performed. During evaluation, the device had a delayed keypad response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failed processor pcb (printed circuit board) which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced delayed keypad input. No additional information is available.